Event description:
It was reported that during the photoselective vaporization of the prostate (pvp) procedure the fiber burned the physician as a result of a fiber tip break. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.